Event description:
A 79-year-old consumer reported inaccurate readings from a blood pressure monitor. The device consistently displayed systolic readings approximately 10 points higher and pulse rates several points off compared to clinical equipment. The discrepancy led to a prescription for blood pressure medication and cardiac evaluations. The issue was identified when the consumer brought the device to a doctor's appointment for comparison.

Manufacturer narrative:
A 79-year-old consumer reported inaccurate readings from a blood pressure monitor. The device consistently displayed systolic readings approximately 10 points higher and pulse rates several points off compared to clinical equipment. The discrepancy led to a prescription for blood pressure medication and cardiac evaluations. The issue was identified when the consumer brought the device to a doctor's appointment for comparison. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.